Event description:
It was reported that there was a battery problem. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. The device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual test was performed which found a bent and cracked rear housing. Functional test was performed which found that the rtc battery records 1682 days, which is over limit. The customer's problem was duplicated. The primary cause of the problem was rtc battery days being over the limit. The rtc battery, rear housing and dso sensor were replaced to correct the issue.